Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin dripping or squirting from end of infusion set. Customer¿s blood glucose was around 60 mg/dl at the time of incident. Customer reported low blood glucose and treated with glucose and carb intake. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.